Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as the onset of the peritonitis event. Treatment for the peritonitis event was not reported. On an unreported date, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13l08053 and h14a27070 with no issues noted during the manufacturing processes. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available or the device be returned for evaluation, a supplemental report will be submitted. This report involves the same patient as in (B)(4).